Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shut off and a power alert occurred while charging the pump battery. Customer continued charging the pump; however, although multiple attempts were made by tandem technical support to confirm battery was charged, customer did not reply. Customer's blood glucose was 80 mg/dl.